Event description:
It was reported that boston scientific (bsc) technical services (ts) was consulted for review of an episode of approximately three seconds of pacing inhibition with oversensing of noise. It was noted that the patient was passing airport security at that time and electromagnetic interference (emi) was suspected. Review of the stored electrogram (egm) noted the noise could be emi. No other provided stored events with similar pattern of signal occurred and all data after the event is appropriate. Ts informed the caller that generally security archways may detect the metal of the device, but will not affected. However, a security wand could temporarily affect the device. The patient should ask airport security to be hand-searched instead of being searched with handheld wand if possible. The device remains in service and no adverse patient effects were reported.